Event description:
This value has functioned effectively for approximately 2 years at level 2. The patient was sent for an MRI scan, after which the valve would not reset properly, constantly caught between level 1.5 and 2.